Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. There was a need to pace at high percentages. The physician opted to cap the rv lead on (B)(6) 2021 and it was replaced. The patient received an upgrade. The patient was stable.